Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. The cause of the hospitalization was not reported.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.